Event description:
Alleged event: during an intervention to place a pacemaker, the skin stapler did not work when stitching the wound after the pacemaker was in place. The staples did not come out when pressing the stapler. Another stapler had to be used. There wer no clinical consequences on the patient as a result of this incident.

Manufacturer narrative:
The device sample has not been returned to the manufacturer at the time of this report. A device history record (DHR) review could not be conducted since the lot number was not provided. The manufacturer will continue to monitor and trend related complaints.